Manufacturer narrative:
(B)(4). Additional information: this condition involved a colleague p1.5 infusion pump with a user interface module software version of (6.63.92).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
During the event history review, a baxter technician discovered a colleague infusion pump with the condition of failure code 703:00:00, an alarm which interrupted delivery. It is unknown when this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. The cause was determined to be a pinched communication harness. To correct the condition, the communication harness was replaced. If any additional information is received, a follow-up MDR will be sent.